Event description:
The customer observed erratic clinical chemistry magnesium results when reagent lot 61465un11 was in use. The customer generated two discrepant magnesium results although there was no issues with other assays, and quality controls were within specification. The customer recently had abbott field service to evaluate the analyzer and requested service again. The customer provided the following example of erratic clinical chemistry magnesium patient results generated from the same architect: 3.3 and 1.7 mg/dl, respectively. The initial discrepant magnesium results were not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
The suspect medical device was changed from the clinical chemistry magnesium reagent in the initial medwatch submission to the architect c8000 analyzer, however, there was no change in the manufacturer name or address. The change in suspect medical device has been reflected in this follow up submission. Abbott field service evaluated the architect analyzer and found the sample probe out of alignment, replaced syringe o-rings, reagent probe and lamp. In troubleshooting a magnesium calibration issue, the sample probe was found to have a partial obstruction, was flushed and recalibrated. The magnesium assay issue was resolved following field service. The architect system operations manual contains corrective actions for erratic results. A review of the architect c8000 system did not identify an adverse trend or a deficiency related to the analyzer or sample probe. A part evaluation for the sample probe found no new failure. Based on the available information, the cause of the erratic results was most likely due to misaligned and block sample probe.

Manufacturer narrative:
(B)(4): high test results. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.